Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving overheating of this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. During production testing, personnel noted that the attachment was getting hot. The general lack of maintenance/lubrication may have added to the friction being developed inside the attachment head. This could have caused a rise in temperature, especially during cutting as was demonstrated during the complaint investigation.

Event description:
In this event a doctor reported that a spray manifold separated from an estylus 1:5 contra angle and feel into a pt's mouth. The reported complaint did not result in an injury or need for intervention most likely due to the fact that the spray manifold is large enough to be seen and retrieved and/or expectorated without incident. Separation of the spray manifold from the handpiece would be immediately noticed by the operator and the procedure stopped. This, coupled with the size of the piece in question and frequent use of rubber dams by many practitioners, significantly reduces the possibility of aspiration or ingestion. However, during evaluation of 12/05/2014, the handpiece overheated; no injury resulted.